Event description:
Coronary stent graft not sealing the perforation. The type of procedure the pt was undergoing is unk. The vessel that had the perforation is unk. The coronary stent graft was placed and deployed without reported difficulty. Under angiography, it was noted that the perforation was not sealed and bleeding continued into the heart muscle. According to the EKG, the pt's condition remained stable. The pt was taken to surgery and is reported to be doing "fine" following surgery. Though requested, no additional info was provided.